Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Implant date: (B)(6) 2006. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, after some time, the patient "developed overg rown bone, experienced significant pain and suffered other serious injuries."

Event description:
On (B)(6) 2006 patient diagnosed with degenerative joint disease at l4-5 with degenerative disk disease. Procedure: decompressive laminectomy l4-5 and bilateral lateral fusion l4-5 with k2 internal fixation system, infuse plus mastergraft. On (B)(6) 2009: pt presents with a complaint of medication refill. Inadequate pain level control (B)(6) 2009 preoperative diagnosis: right carpal tunnel syndrome patient has a history of numbness and tingling of the right upper extremity consistent with carpal tunnel syndrome (B)(6) 2010: increased leg pain, primarily in the left leg that has been progressing for a while. Leg pain now more severe than back pain (B)(6) 2010: patient presents for recheck for low back pain.

Manufacturer narrative:
(B)(4).